Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery appeared to be prematurely depleting. Bsusequentyl, this s-ICD was successfully replaced. No additional adverse patient effects were reported. Device is not expected to be return as it was disposed at the health care facility

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.